Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that when the subject device was plugged in, it had a blank screen. The issue was identified, during set up. For an unspecified procedure. There were no reports of patient involvement.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: h3, h6, h11. Corrected field: d9. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e224 error, bad video cable/adaptor, failed leak test and damaged button #3 on switch board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad video/ adapter cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.